Manufacturer narrative:
Pending investigation. D10: 300-30-15 - equinoxe preserve stem 15mm, 5853994; 320-01-42 - equinoxe reverse 42mm glenosphere, 6455393; 320-10-00 - equinoxe reverse tray adapter plate tray +0, 6522855; 320-15-01 - eq rev glenoid plate, 6458334; 320-15-05 - eq rev locking screw, 6286801; 320-20-00 - eq reverse torque defining screw kit, 6542699; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 6444295; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 6447055; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, 6446831; 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, 6402257; 320-42-00 - equinoxe reverse 42mm humeral liner +0, 6345454; 321-20-00 - equinoxe reverse shoulder drill kit, 6472305.

Event description:
As reported, approximately 6 months and 19 days post the patient's rtsa, the patient was revised; reason not reported. No further information provided.

Manufacturer narrative:
D1: corrected. H6: corrected component and investigation clinical codes.